Manufacturer narrative:
Updated fields - d10, g2, g4, g7, h2, h3, h6, h10. UDI - (B)(4). Microsensor was returned for evaluation: DHR - could not be performed because the serial number (B)(6) could not be associated to our lot numbers. So lot number is unknown. Failure analysis - the issue of the complaint is confirmed: the catheter material and internal wires cut into at case. The case mashed and dirty. No testing was possible. The root cause could be determined as a mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2019 patient admitted to emergency department where microsensor was inserted. Patient was then transferred to adult intensive care unit. On (B)(6) 2019 nursing staff attempting to remove microsensor felt resistance so procedure stopped and a neurosurgeon informed. Incision then widened to enable sensor to be removed. It was then discovered that the microsensor tip was not attached and remained in the patient. On (B)(6) 2019 CT scan confirmed tip of the microsensor still in the patient. On (B)(6) 2019 operation performed to remove tip.